Manufacturer narrative:
(B)(4).

Event description:
A health care professional reported that the volume of undelivered drug remaining in the drug reservoir was less than the expected volume based upon the programmed infusion rate on four occasions. During the third time, the issue was observed during a post MRI-reset procedure. There were no patient effects reported.

Manufacturer narrative:
The device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
A health care professional reported that the undelivered drug remaining in the drug reservoir was less than the expected volume based upon the programmed infusion rate on two more occasions. The pump was subsequently explanted on (B)(6) 2017 and was returned for investigation. Pump therapy is intended to treat the symptoms associated with muscle spasticity, thoracic pain, spinal fusion and breast cancer.

Manufacturer narrative:
Device evaluation: the pump evaluation included visual inspection, priming the catheter access port, programming a bolus flow rate, flow testing, and simulated MRI use testing. The pump operated per specification. Based on the results of the investigation, the reported issue was not confirmed. Corrected g8 per request of FDA, dated 10/sep/2020. Internal complaint number: complaint- (B)(4).